Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 4 years). When the frequency of use is high, it is likely that the locks and pins of the reception unit have worn out and broken due to repeated use for a long period of time. As a result, the electrical contact of the connector becomes unstable, interferes with the image transmission between the scope and the video processor, and flickering of the image occurs. Additionally, it is likely that the sticking of the image was caused by the corrosion of the connector with by the foreign matter such as dust, dirt, or the remainder of the chemical used. This issue is addressed in the instructions for use (IFU): "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
The suspect device was evaluated by olympus and a loose video connector latch found, causing an unstable, flickering image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A device returned to olympus for inspection, was evaluated and upon evaluation, it was noted that an unstable, flickering image was present.